Event description:
Additional information was received which indicated that approximately nine months and three weeks following the valve implant when the patient was being evaluated for chest pain, the chest x-ray noted a normal size heart. The pleural effusion on the left was reported to have decreased in size since approximately 4 months earlier. The left upper lobe and right lung were clear. The echocardiogram identified a small circumferential pericardial effusion. This was reported as a ¿slightly larger¿ effusion, but no evidence of hemodynamic compromise, no tamponade and no constriction. The cardiology consult indicated the pain was secondary to recurrent pericarditis rather than a st segment elevation myocardial infarct (stemi).

Manufacturer narrative:
Updated/corrected data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - eval code result and eval code conclusion conclusion: effusion and cardiac tamponade are known effects that can occur after cardiac procedures due to procedural complications. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations, but a conclusive cause could not be d etermined from the information available. Atrial fibrillation is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. A conclusive root cause could not be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - desc evt problem h6 - annex e and annex a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that approximately one year and four months after valve implant, the patient presented to the emergency department (ed) with palpitations. ECG showed atrial fibrillation (afib) and rapid ventricular response, with non-specific st and t wave abnormality. Cardioversion was performed and medication was administered. The event resolved the same day. Per the physician, the palpitations were unlikely related to the valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that one until of packed red blood cells were required for the pericardial effusion. For the atrial flutter, beta blocker and antiarrhythmic medication was administered.

Manufacturer narrative:
Updated data:b5 - desc evt problem, additional codes - imf (annex f). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the asymptomatic atrial flutter episode had 2:1 pattern with rates in the 150 beats per minute range (bpm). Intravenous medication was provided for the renal insufficiency. The atrial flutter was considered resolved with sequelae 5 days following its onset. As clarified, a catheter intervention was not required as result of the atrial fibrillation. The pericardial effusion was now reported unrelated to the valve procedure, valve, nor to the delivery catheter system (dcs). The pericardial effusion was considered resolved with sequelae 7 days following its onset. Approximately 2 and half months later, the patient presented to urgent care for a rapid heart rate and chest pain. The patient was sent to the emergency room. As result. An electrocardiogram (ECG) identified atrial fibrillation with st elevations in the anterior leads. Hospitalization was required and a heart catheterization was performed. As reported, an st-elevation myocardial infarction did not occur. Rather, the patient was treated for recurrent pericarditis. An anti-arrhythmic medication was administered which converted the rhythm back to normal sinus rhythm. This pericarditis episode was considered resolved 2 days later and the patient was discharged. The cause of the pericarditis was not reported. The physician reported this episode as unlikely related to the valve and not related to the delivery catheter system (dcs). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five months and twenty 28 days following the implant of this transcatheter bioprosthetic valve, the patient experienced chest pain but it resolved. Over the next few days, a generalized feeling of malaise was experienced. It was noted that concerns over an abdominal hernia with increased discomfort of the abdomen were reported. Two days later the patient presented for concerns due to chest pain. Electrocardiogram (ECG) then showed st-t changes. Patient was immediately hospitalized. Decreased appetite was noted but no nausea, vomiting, diarrhea, or constipation were experienced. Microbiology cultures showed no growth. ECG then showed sinus tachycardia with first degree atrio-ventricular block (avb). Echocardiogram showed pericardial effusion. Medication was administered and a pericardial drain was placed. 300 milliliters of blood-stained fluid were removed. Acute renal insufficiency occurred. One week later the patient was discharged and the pericardial effusion resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6 annex e code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the cause of the earlier acute pericarditis was not noted. An electrocardiogram (ECG) reported noted a slight st elevation, to consider early repolarization, pericarditis, or injury. A pericardiocentesis was performed. The pericarditis that later occurred, per the physician, was caused as result of the pericardial effusion with tamponade in setting of the acute pericarditis, on a slow taper of a steroid, and status post the reported pericardiocentesis. There was no indication this recent pericarditis was associated with the atrial fibrillation/flutter. Treatment for the recent pericarditis was steroid administration with expected taper. An anti-arrhythmic was also provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five months and twenty 28 days following the implant of this transcatheter bioprosthetic valve, the patient experienced chest pain but it resolved. Over the next few days, a generalized feeling of malaise was experienced. It was noted that concerns over an abdominal hernia with increased discomfort of the abdomen were reported. Two days later the patient presented for concerns due to chest pain. Electrocardiogram (ECG) then showed st-t changes. Patient was immediately hospitalized. Decreased appetite was noted but no nausea, vomiting, diarrhea, or constipation were experienced. Microbiology cultures showed no growth. ECG then showed sinus tachycardia with first degree atrio-ventricular block (avb). Echocardiogram showed pericardial effusion. Medication was administered and a pericardial drain was placed. 300 milliliters of blood-stained fluid were removed. Acute renal insufficiency occurred. One week later the patient was discharged and the pericardial effusion resolved. No additional adverse patient effects were reported. Additional information was received that the cause of the pericardial effusion was acute pericarditis. The delivery catheter system (dcs) and valve potentially contributed to the pericardial effusion. It was noted the abdominal hernia was pre-existing. A metabolic panel was obtained upon presentation as part of diagnostic assessment. Three days later, an ECG was performed and showed atrial flutter. Intravenous medications were administered and an unspecified catheter intervention was performed. Additional information was received that one until of packed red blood cells were required for the pericardial effusion. For the atrial flutter, beta blocker and antiarrhythmic medication was administered. Additional information was received which indicated the asymptomatic atrial flutter episode had 2:1 pattern with rates in the 150 beats per minute range (bpm). Intravenous medication was provided for the renal insufficiency. The atrial flutter was considered resolved with sequelae 5 days following its onset. As clarified, a catheter intervention was not required as result of the atrial fibrillation. The pericardial effusion was now reported unrelated to the valve procedure, valve, nor to the dcs. The pericardial effusion was considered resolved with sequelae 7 days following its onset. Approximately 2 and half months later, the patient presented to urgent care for a rapid heart rate and chest pain. The patient was sent to the emergency room. As result. An ECG identified atrial fibrillation with st elevations in the anterior leads. Hospitalization was required and a heart catheterization was performed. As reported, an st-elevation myocardial infarction did not occur. Rather, treated for recurrent pericarditis. An anti-arrhythmic medication was administered which converted the rhythm back to normal sinus rhythm. This pericarditis episode was considered resolved 2 days later and the patient was discharged. The cause of the pericarditis was not reported. The physician reported this episode as unlikely related to the valve and not related to the dcs. No additional adverse patient effects were reported. Additional information was received which indicated that the cause of the earlier acute pericarditis was not noted. An ECG reported noted a slight st elevation, to consider early repolarization, pericarditis, or injury. A pericardiocentesis was performed. The pericarditis that later occurred, per the physician, was caused as result of the pericardial effusion with tamponade in setting of the acute pericarditis, on a slow taper of a steroid, and status post the reported pericardiocentesis. There was no indication this recent pericarditis was associated with the atrial fibrillation/flutter. Treatment for the recent pericarditis was steroid administration with expected taper. An anti-arrhythmic was also provided. Additional information was received that approximately nine months and three weeks after valve implant, the patient began to experience chest pain. After one week of recurring pain, the patient presented to the emergency department. The patient reported the chest pain was worse with inspiration and coughing. Diagnostic tests were performed including blood tests, an electrocardiogram, transthoracic echocardiogram, and x-ray of the chest. The chest x-ray showed a left-sided pleural effusion. The patient was admitted for further care and evaluation. It was noted upon consult with cardiology a recommendation was made to restart the recently discontinued steriod medication at a higher dose and resume the anti-gout agent classification of medication.

Event description:
Medtronic received information that five months and twenty 28 days following the implant of this transcatheter bioprosthetic valve, the patient experienced chest pain but it resolved. Over the next few days, a generalized feeling of malaise was experienced. It was noted that concerns over an abdominal hernia with increased discomfort of the abdomen were reported. Two days later the patient presented for concerns due to chest pain. Electrocardiogram (ECG) then showed st-t changes. Patient was immediately hospitalized. Decreased appetite was noted but no nausea, vomiting, diarrhea, or constipation were experienced. Microbiology cultures showed no growth. ECG then showed sinus tachycardia with first degree atrio-ventricular block (avb). Echocardiogram showed pericardial effusion. Medication was administered and a pericardial drain was placed. 300 milliliters of blood-stained fluid were removed. Acute renal insufficiency occurred. One week later the patient was discharged and the pericardial effusion resolved. No additional adverse patient effects were reported. Additional information was received that the cause of the pericardial effusion was acute pericarditis. The delivery catheter system and valve potentially contributed to the pericardial effusion. It was noted the abdominal hernia was pre-existing. A metabolic panel was obtained upon presentation as part of diagnostic assessment. Three days later, an ECG was performed and showed atrial flutter. Intravenous medications were administered and an unspecified catheter intervention was performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.